Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'error 322' was confirmed in the event history log (ehl) through multiple 'system error 322' messages but was unable to be recreated during evaluation. Inspection of the device revealed no symptoms or potential problems related to the customer-reported issue, and it was determined that with no assignable cause, there is no correction that is necessary at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.